Event description:
The hospital reported that they are having issues with the vasoview hemopro vh-3500 tool for cutting and sealing branches and tissue is sticking and hard to move in and out of cannula. No particular case but an ongoing complaint.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise ID #(B)(4). For the lots 25162072, 25162305, and 25162651: there were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
The hospital reported that they are having issues with the vasoview hemopro vh-3500 used for endoscopic vein harvesting procedures. The tool for cutting and sealing branches and tissue is sticking and hard to move in and out of cannula. No particular case but an ongoing complaint. No patient effects/or harm reported.